Event description:
The patient is a (B)(6) y/o m with a history of hcc who successfully underwent radioembolization (with therasphere) to the right hepatic lobe on (B)(6) 2014. Several days post procedure, the patient presented with increasing abdominal ascites and new onset lower extremity edema. He was admitted and underwent a paracentesis, and after consultation with the liver transplant team, was started on a diuretic, and then discharged home the next day. Both the service and the liver transplant team at the hospital will f/u for further evaluation.

Manufacturer narrative:
According to the report submitted by the treating physician, the patient's ascites and edema were related to his underlying liver disease and were possibly related to the radioembolization. The complications were not related to the study intervention (post radioembolization pet and spect imaging). The btg/ biocompatibles company physician has assessed this event as medically reportable for therasphere.